Manufacturer narrative:
A1: patient identifier: requested, not provided; a2: age & date of birth: requested, not provided; a3: patient sex: requested, not provided; a4: weight: requested, not provided; a5: ethnicity: requested, not provided; a6: race: requested, not provided; d6a: implanted date: device was not implanted ; d6b: explanted date: device was not explanted ; e3: occupation: radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that once the hydrophilic guidewire was in the femoral artery, the sheath system and angio-seal locator were introduced until blood flowed through the drip hole. The sheath and locator clicked together to function as a set to pass the skin and the outside of the artery. The sheath and the locator did not engage with the click, when force was applied to pass the skin together, the system became disengaged, making it impossible for the system to function. There was no harm to the patient.

Event description:
Additional information was received on 13 feb 2024: the procedure performed was arteriography with percutaneous transluminal angioplasty (pta) of the eeii. A 6 french sheath size used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Access was easy. No pre-deployment angiogram performed. Hemostasis achieved by another angio-seal. The estimated blood loss less than 250cc's. The patient was stable. No equipment or other devices were used with the angio-seal device involved.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, h6: health effect - impact code, and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.